Event description:
It was reported that during testing, it was discovered that the attachment device had ¿sticky burrs¿. It was further reported that the attachment came back with a cutter fragment stuck in it and nothing else was visible. The event did not occur during surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Concomitant med products and therapy dates: attachment device, (B)(6) 2022. The serial number was unknown; therefore, the device manufacture date is unknown, and the UDI is incomplete. The actual device has been returned and is currently pending evaluation. Once the investigation has been completed, and if additional information should become available, a supplemental medwatch report will be submitted accordingly. UDI: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. Quality engineering visually inspected the drill bit device and found that it failed visual inspection because the device¿s tip had broken off and a piece of the drill bit device was found. The attachment device was taken apart and it was noted that it had excessive corrosion, and medical debris in the locking mechanism assembly, preventing the lock tabs from releasing the cutters which caused it to become stuck. The piece of the cutter was examined using 25x magnification and rechecked on an optical comparator. A full assessment of the device could not be performed due to the condition the cutter was received. The piece of the cutter had broken off below the laser marking and identification of the cutter and the lot number was not able to be identified and the rest of the cutter was not sent in. It was further determined that the cutter getting stuck was likely due to debris and residue preventing the lock tabs from moving into place. The cause of the medical debris and detergent residue buildup was due to improper cleaning (user error). Therefore, the reported condition of a cutter fragment stuck in the attachment was confirmed. The assignable root cause was determined to be traced to maintenance, which is improper maintenance.